Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump would not turn on. Customer attempted to install new batteries into insulin pump but it still did not turn on. Troubleshooting was performed and pump still did not turn on. Customer was advised that insulin pump would need to be replaced. No further information provided.